Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician tried to fix the right ventricular (rv) lead several times but could not reach the target position and the lead dislodged. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.